Event description:
It was reported that during an video laparoscopic cholecystectomy procedure, the device fired clips partially opened. A new device was used to carry out this operation. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.